Manufacturer narrative:
One unused suspect device was returned for evaluation. The device was examined visually. Contamination larger than the specification was found in the fluid path. The complaint was confirmed for this device. The root cause is attributed to the manufacturing process. Review of the device history record and complaint database were performed and no exception documents were found.

Event description:
An OEM customer reported embedded debris in the barrel of a non-sterile syringe. Upon further inspection, the engineer found this particulate to be loose particles inside the fluid path rather than the previously reported embedded debris.